Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 20-sep-2019, mentor received additional information that the complaint device has been discarded, but a photo of the device was available for evaluation. Upon visual inspection of the picture, it was observed that the implant was intact. No anomalies were observed. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Reason for device explant and/or reoperation: autoimmune disorder (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 400cc mentor memorygel breast implant and experienced unexplained systemic symptoms, including stomach issues, bone pain, fatigue, cognitive problems, and dizzy spells. The patient was also diagnosed with hashimoto's. As a result, the patient underwent explantation without replacement on (B)(6) 2018. During explantation surgery, it was discovered that the left implant was ruptured. This medwatch report is for the right-sided implant. The patient also reported under medwatch number: mw5083820.